Manufacturer narrative:
Correction: manufacturer and associated fields updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system fuses and din rail were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses and din rail have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system fuses opened when the viewing station was powered on. There was no patient present when this issue was identified. No additional information was provided.